Manufacturer narrative:
According to the field, the ra lead will not be returned back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was placed but when it was tested with a pacing system analyzer is exhibited noise and a high out of range pacing impedance measurement of greater than 3000 ohms. The physician thought the ra lead had fractured so it was removed and replaced prior to pocket closure. No adverse patient effects were reported.